Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5152537.

Event description:
It was reported that the patient's atrial lead had eroded. Revision was performed and the atrial lead was surgically abandoned. The patient's condition was unknown.